Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in fair condition. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was tested 3 times and all 3-test passed within internal specification, however, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump failed downstream occlusion. No adverse effects reported.